Manufacturer narrative:
(B)(4). Additional information received: did the tissue pad melt? Yes. Did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Yes (detached from the clamp arm, did not broke off as the instrument was immediately changed. And yes the tissue pad melted slightly away. Is the tissue pad completely missing from the clamp arm? There were no broken pieces in the instrument. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Whereas the surgeon is concerned, the jaws were not activated without tissue in between. The complaint no longer meets the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cystectomy procedure, the product presented factory faults, the teflon detached from the lower jaw; causing discomfort and a twenty five minute delay in the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.